Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. A DHR review was conducted with no discrepancies noted. Nothing unusual to report was found during DHR review. A query indicates no additional complaints have been received for this lot number.

Event description:
In this event it is reported that waveone gold reciprocating file primary 25mm broke during use. Broken part remained in the tooth as was used as part of fill. No injury occurred.